Event description:
The complainant is an insulin dependent diabetic. He states that his dex system is reading too high. For example, on or about 5/11/99 the dex system gave a result of 130mg/dl. Assuming that this result was correct he did not take his normal dose of insulin. The day went on and at 10:30 he took his insulin, ate at 12:30-1:00 pm and the next thing he knew was his son saying he fell on the floor. He was taken to an ER where his blood glucose was 67mg/dl (hosp method) while the dex read 314mg/dl. In the ER he was given an oral "glucose paste" and was released 4-5 hrs later with blood glucose of 345 mg/dl. (Hosp method). The complainant also indicated that because of the incident he experienced undue stress on his eyes and had burst some blood vessels. No other info regarding this statement was provided. While on the phone, a review of control material testing and the general operation of the dex system was made and found normal. A request to return the system for evaluation by bayer was made.